Event description:
The facility's biomedical engineer reported an infusion pump that non delivered during biomed testing. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.